Event description:
On (B)(6) 2013, the pt was treated for abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring gore c3 delivery system. At the end of the procedure, there was no endoleak reported. On (B)(6) 2013, the physician reported the physician was identified with endoleak type ii. Images showed a possible endoleak type ia. It was unk, if there was any aneurysm enlargement. On (B)(6) 2013, an endoleak type ia was diagnosed and the proximal neck was dilated two times with the reliant medtronic balloon. By the completion of the procedure, endoleak type ia was resolved.